Event description:
Customer reported blood glucose results of 146 mg/dl, 59 mg/dl, 49 mg/dl, and 50 mg/dl within 10 minutes on the compact plus system. Customer reported symptoms for which she successfully self-treated. No adverse event reported. Strips not available for return, replacement system sent.